Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the pump¿s battery type setting was switching from alkaline to lithium without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, the pump history was reviewed and showed no activity related to the complaint. The black box showed the time and date resetting to default following a pump reboot. The pump¿s battery setting did not change during testing. Unrelated to the complaint, evaluation revealed the display screen was dim with discolored text. Also unrelated to the complaint, the internal clock battery was found to be leaking.